Event description:
The customer reported that the bedside monitor's (bsm's) multigas unit generated a message stating: "gas device error."

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, customer at (B)(6) health system reported that the multigas unit (gf-210ra sn: (B)(6) ) displayed a "gas device error" error message. Service requested: exchange. Service performed: exchange. Evaluation of returned unit: evaluated gf-210ra s/n (B)(6) the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. There was no physical damage. Verified the complaint: unit is getting gas module error gas device error. This unit has gas unit cd-314p-02 s/n (B)(6) with fw ver. 04.08.00 updated firmware to current ver. 04.23.01. Extensive test was performed, and external device error message no longer displays. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Investigation summary: in summary, serial numbers (B)(6) have version 2 of cd-314p. These units required a firmware upgrade. The root cause of the error message on serial number (B)(6) was due to design change flaw which caused pumps with new/different specifications to be used in manufacturing. CAPA 19-016 has been opened to address the issue and is in progress. Additional device information: d11 & c2 concomitant medical devices: the following device was used in conjunction with the multigas unit. Bsm: no model or sn was provided.

Manufacturer narrative:
The customer reported that the bedside monitor's (bsm's) multigas unit generated a message stating: "gas device error." The customer changed out the water trap and sampling line prior to calling biomed for assistance. The auxiliary cable was properly connected. The unit is being exchanged under warranty and will be updated with the current approved firmware version. Nihon technical support (nk ts) has performed a physical evaluation of the device and verified the complaint. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical devices: the following device was used in conjunction with the multigas unit. Bsm: no model or s/n was provided.

Event description:
The customer reported that the bedside monitor's (bsm's) multigas unit generated a message stating: "gas device error."